Event description:
A tech developed hives while wearing the gown.

Manufacturer narrative:
The tech is an employee in (B)(4). It was reported that she has used these gowns prior to this incident without any issues. Recently she developed hives under the gown and went to the ER. He have not been made aware that any med treatment was provided. Minimal details were known about this incident. No sample has been returned for eval. The root cause for the hives has not been confirmed. We have no other similar reports for this issue with this gown. We have not confirmed the gown caused or contributed to the hives but in an abundance of caution, this medwatch is being filed.